Event description:
Reference number (B)(4). Event country japan. It was reported that the patient experienced hypoglycemic consciousness with the value of 57mg/dl on (B)(6) 2026 subsequentially hospitalized and was treated with insulin. No further information available

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.